Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the ultra stent delivery system (sds) was advanced and under fluoro it was discovered that the stent was not present. The stent dislodged during unpacking or preparation, as it was found with the stylet wire. Additional information received stated that the device was not prepped per the instructions for use (IFU). No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the balloon and on the lumen. There was fluid visible inside the balloon, the guide wire lumen, and the inflation lumen. The protective sheath and stylet wire were returned, though not on the catheter. The stent was not returned with the catheter. There were crimp marks on the balloon between the markers. The balloon was loosely folded. There were two radial scratch marks on the balloon. The first scratch mark was 1.3mm in length and was over the middle section of the proximal balloon marker, 3.7mm distal to the proximal balloon seal. The second scratch mark was .5mm in length and was over the distal end of the proximal balloon marker, 4.3mm distal to the proximal balloon seal. There was no other damage to the catheter noted. The inner diameter of the protective sheath was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. Also, the inner diameter of the protective sheath was measured and met manufacturing criteria. Stent outer diameter is verified 100% at the time of manufacture, and upon review of the manufacturing records, units in this lot were all well within required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The catheter was returned with fluid in the guide wire lumen, inflation lumen and balloon. Also, the balloon was loosely folded. This information suggests that the device had at least been prepared for use, if not also inflated. If the balloon was even slightly inflated during preparation, inadvertent positive pressure, this would cause the stent to also slightly expand, thus facilitating its dislodgement during the removal of the protective sheath. The only damage noted to the catheter was two radial scratches near the proximal balloon marker. This type of damage suggests that possibly a twisting motion was applied when the protective sheath was removed, causing the stent to rotate and scratch the balloon. If force and/or a twisting motion was applied to remove the sheath this could also have lead to the stent dislodgement. Based on the available case information and analysis of the device, a conclusive root cause cannot be determined, but there does not appear to be a manufacturing related issue. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.